Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio control to report that their device would intermittently not power on. In this state, the device would not be able to provide defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A physio-control service representative evaluated the customer¿s device and was unable to verify the reported issue. A cause of the reported issue could not be determined. The customer declined the option to repair the device. The device was returned unrepaired per the customer's request.

Event description:
The customer contacted physio control to report that their device would intermittently not power on. In this state, the device would not be able to provide defibrillation therapy, if needed. There was no report of patient use associated with the reported event.